Event description:
It was reported to philips the device ECG port connector was worn. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG block connector. The fse replaced the ECG block connector. The device passed all performance assurance tests and was placed back into use with the customer.

Event description:
It was reported to philips the device ECG port connector was worn. There was no patient involvement. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG block connector. The fse replaced the ECG block connector. The device passed all performance assurance tests and was placed back into use with the customer.